Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected manufacturer's investigation conclusion: the reported event of backup battery alarms was confirmed via log file analysis; however, the reported event of a stripped screw in the backup battery cover was unable to be confirmed. The system controller (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review and contained events spanning approximately 4 days (19mar2024 at 19:14:24 to 22mar2024 at 06:26:49 and 01jan2000 from 02:14:41 to 03:16:03 per time stamp). Events with the time stamp of 01jan2000 are due to the clock not being set immediately after implant, the exact date and time of these events cannot be determined. The patient was implanted on (B)(6) 2024 and backup battery faults due to circuit faults activate sometime after the implant at 2:50:55 on (B)(6) 2000 and continue to intermittently activate until 19:14:48 on (B)(6) 2024 when a backup battery not installed fault alarm activated and cleared shortly after activating. A dual disconnection of the power leads from the power module was observed on (B)(6) 2024 at 13:05:13 activating a no external power alarm. The no external power alarm clears 13:05:18, when the black power cable is connected to the power module. The black lead is then again disconnected, resulting in another no external power alarm at 13:05:27. The no external power alarm clears at 13:05:31 when the black cable in connected to the power module. The white power cable gets connected to a 14v li-ion battery at 13:06:09. The backup battery provided power to the system during this event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent to retrieve additional information regarding if any equipment was exchanged, the resolution of the event, and if the patient exhibited any symptoms; however, no response was received. The root cause of the stripped screw and backup battery fault alarms could not be conclusively determined through this analysis. A corrective and preventive action (CAPA) was opened to investigate the backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial (B)(6) was manufactured in accordance with manufacturing and qa specifications. The 11v backup battery (serial (B)(6) was observed to pass all initial testing per the manufacturing data sheet. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms and no external power conditions. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources, and states that at least one system controller power cable must be connected to a power source at all times. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook ( rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. Heartmate 3 instructions for use (rev. C) section 2, entitled ¿system operations¿, explains how to remove the backup battery cover, and the required tools including a lever to remove the cover, and a screwdriver to loosen the four battery cover screws. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the newly implanted patient had multiple backup battery (ebb) disconnect alarms. A self-test was performed, but it was noted that one of the screws was stripped away on the system controller. The cover to reset the ebb ribbon could not be removed. Log files were submitted for review and captured the ebb faults. It was also reported that the patient remained on temporary right ventricular assist device support in the intensive care unit.

Manufacturer narrative:
A4: patient weight was not provided. Pending follow up with the customer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.